Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after approximately 15 minutes of onyx injection, the physician noticed the patient shows sign of stroke and onyx diffused into the a1. The procedure was stopped and a solitaire stent was used to remove the onyx from the artery, but a small piece broken off and went into the mca. The catheter was removed and found ruptured at 3cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2011-00097.